Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. Review of the provided diagnostic report showed no power on self-test or continuous built in test error codes were generated. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator for respiratory distress; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on an (B)(6) 2021, the patient was receiving therapy via the v60 device, the device's power cord was plugged into ac power mains when the ventilator's screen went black then shut off, the patient experienced an event of decompensation; details not provided, was administered manually ventilation, and underwent an intubation procedure, was placed on mechanical ventilation; prescription not reported, and was admitted to the intensive care unit (ICU). It is unknown if the device generated any audible and or visual alarms. No relevant laboratory data was reported. Post event, the respiratory therapist wiggled the v60's power cord, and the device turned back on. There is no information to support that a malfunction occurred. Philips was unable to determine the cause of the reported symptom as it could not be reproduced. No further investigation or action is warranted.

Manufacturer narrative:
B1: adverse event. B4: 15jun2021. G4: 09jun2021. G5: 510k:k102985. H1: serious injury. Information was received that the screen went black and the ventilator shut off. Reportedly, the unit was plugged in. The unit was in use on a patient when the reported issue occurred. The patient was removed from the ventilator due to the decompensation. The patient was bagged and intubated. No harm was reported. The respiratory therapist attempted to turn the unit back on and it would not turn back on until the cod in the back was 'wiggled'. The customer reported that the unit was then charged for 24 hours and when it was powered on it was working until the unit was plugged in. Then the unit immediately went black and shut down.

Event description:
It was reported that the ventilator shut off. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.